Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not responsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had removed the rubber button cover to the accept button and pressed the accept button switch directly and the button still did not work. The rse provided the customer with the part information for the switch printed circuit board assembly (pcba). Several hours later, the customer placed a material only part order for the user interface (ui) assembly without navigation ring. This investigation is ongoing.